Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event and alleged of sensor glucose vs. Blood glucose difference. The customer reported blood glucose value of 444 mg/dl and sensor glucose value of 321 mg/dl. The customer reported hyperglycemia treated with insulin pen. The event involved product(s) mmt-7040c1. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The insulin delivery was not suspended but difference was 32%. Customer was reporting a discrepancy between sensor glucose vs. Blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode/smartguard feature during the event. Customer was able to remove infusion set and identified the cannula was bent. Customer also received "sensor updating/sg value not available" alert. Customer was advised to change the insulin, reservoir and infusion set. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.